Event description:
This is filed to report a single leaflet device attachment (slda). It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4 with a restricted and short posterior leaflet. The first clip was implanted with no reported issue. Another clip was advanced in the anatomy. However, the gripper line was faulty where the posterior gripper would not come down. The clip was removed and replaced. Another clip was implanted on the mitral valve. However, the clip was observed to detach from the anterior leaflet right after deployment. In the physician¿s opinion, the single leaflet device attachment (slda) was thought to be due to tethered leaflets. The final mr was grade 1-2. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, the reported slda per the physician was related to patient conditions and due to tethered leaflets. There is no indication of a product issue with respect to manufacture, design or labeling. The additional mitraclip device referenced in this report is filed under separate medwatch report number.